Event description:
The customer contacted abbott to report failed calibrations for the axsym rubella igg assay, where error grid code 1018(calibration check failure, cal a, result too high) was generated. The customer stated the instrument had been checked recently by the abbott field service rep, and the pressure sensor, sample probe and valve were replaced. The customer performed troubleshooting of the issue by centrifugation of the calibrator, and recalibrated the rubella assay successfully. As the successful calibration was produced in troubleshooting the calibration issue, results were not reported out of the laboratory and there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.